Event description:
It was reported that a malfunction alarm with code malf 12 occurred. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer did not have a charging pad available to reset the pump at the time of the call. Technical support advised the customer to call back if they needed further assistance.